Event description:
Fractured lateral femoral condyle due to sudden saw blade vibration. Patient was undergoing a scheduled right total knee replacement. The surgeon was performing a standard distal femoral cut when the cut saw vibrated resulting in the fracturing of the lateral femoral condyle. The involved piece of the lateral condyle was about 6 or 7 mm wide and 2cm long. The fracture was reduced with a single screw of 35mm length partially-threaded cancellus type. Saw used: stryker system 7, model #: 7208000000, and serial # (B)(4). Saw blade used: stryker performance series. Model # 6125-127090, serial #(B)(4). (The packaging had been discarded. Serial #s noted above were the two in inventory at the time of this event). Blade reported to begin vibrating and came loose in the slot of the saw.